Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Re-implantation is planned but has not taken place as of the date of this report.